Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded and the proximal coil was exposed between 33.1 cm and 33.5 cm from the connector pin.

Event description:
It was reported that while the patient was at the hospital for unrelated reasons, she stumbled, causing the atrial lead to dislodge. The lead showed an increase in impedance and loss of capture. When the pocket was opened, it was noted that the lead was improperly fixated. The insulation was sutured directly, as suture sleeves were not used. The lead was explanted and replaced.